Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A territory manager reported via e-mail that the insulin pump was squirting liquid out of the bottom right corner of the screed during rewind. It was reported that the screen was foggy and appeared to be cracked also. Blood glucose level at the time of the incident was not provided. A follow up call to the customer was made, but she could not be reached. The insulin pump was not replaced or returned for analysis.